Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow block alarm. The customer's blood glucose level was 4.8 mmol/l. The customer reported that they had tried all different lengths. The customer confirmed that insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sites were not rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).